Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Performance testing confirmed and was able to reproduce the device failure to power on and was inoperable. Based on the investigation results, it was determined that the device failure was due to an isolated component failure in the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to power up and was inoperable. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to power up and was inoperable. There was no patient injury reported as a result of this incident.